Event description:
Additional information was received noting a stop date for the event indicating that the event has resolved.

Event description:
Patient presented with infection in left foot. Patient was provided medication and is recovering. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. No other relevant information has been received to date.

Event description:
Additional information was received noting that the foot infection was not related to vitaria implant, stimulation, system other, and probably related to an underlying disease. Subject has underlying vascular disease. No action was taken with the study treatment; however, medication was required.